Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported a ¿missing high and low alarm¿ with the sensor as it failed to alarm. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat, requiring a third-party treatment of drink (unspecified) as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.